Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high thresholds on the left ventricular (lv) lead. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.